Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. Initially, the customer did not have a charging pad and planned to call back. However, after follow-up, technical support successfully assisted the customer in resetting the pump. The malfunction did not recur after this reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.